Event description:
It was reported by service report that the hydraulic jack would not lower due to the hydraulic jack release rod being disconnected from the pedal assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.